Event description:
It was reported that the customer required hospital assistance to treat a low blood glucose level (specific value was not provided); cause was unknown. No additional information was provided. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.